Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer observed insulin exiting the infusion set tubing and no issues were observed with the infusion set site. Customer's blood glucose 368-400 mg/dl. Customer reverted to using manual injections for insulin therapy.